Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The valve remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicates that patient factors (significant septal hypertrophy and severe annular calcification) contributed to the malposition and the subsequent pvl. A second resolved the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during deployment of a 23 mm sapien xt valve in the aortic position, after balloon valvuloplasty (bav), the valve landed approximately 70% aortic resulting in moderate to severe paravalvular leak (pvl). A decision was made to implant a second sapien xt valve and the pvl was resolved. The patient is stable. As per medical opinion, the cause of the too aortic placement was the complex anatomy of the native aortic annulus and significant septal hypertrophy. The native annulus measured 19.5mm x 20.5mm by echo (tte). The native annulus and leaflets were severely calcified. There was moderate ventricular septal hypertrophy and mild mitral annular calcification (mac). Coaxial alignment of the delivery system and valve and the image intensifier angle were both reported to be fair. Ventilation was held and there was no loss of pacing capture during valve deployment.